Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed 66 other similar product complaint(s) from this lot number.

Event description:
It was reported that the luer fitting leaked liquid. No other information was provided.